Manufacturer narrative:
The date of the event should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that during follow-up in clinic, noise was observed on the right ventricular lead. Patient was asymptomatic. The ICD was explanted and replaced successfully. No further information was provided.

Event description:
New information revealed that the patient was stable following the procedure.